Manufacturer narrative:
Nevro is awaiting for the analysis of the returned device. The manufacturing and sterilization records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient had acquired an infection at the pocket site and developed a hematoma at the lead incision site. The patient was hospitalized and was provided IV antibiotics. The hematoma was drained and the device was explanted. The patient had recovered without sequelae.

Manufacturer narrative:
The system was explanted and returned for analysis. Visual analysis of the returned devices did not find any anomaly. The devices were functionally tested and analyzed. The devices operated to specifications. Review of the patient's diagnostic data also showed no evidence of a device malfunction. The manufacturing and sterilization records for all implanted devices were reviewed and no nonconformities were found. Based on the investigation performed, it is likely that the infection is not device related.